Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis revealed a transient voltage drop consistent with li deposit in the battery. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient's right atrial lead had migrated. The lead was explanted and replaced. The patient's status was unknown.